Event description:
This system was explanted because of infection and pocket erosion. It was unk what date this was removed. Also included with this system are: lumos dr-t, MDR 1028232-2007-2004. Kentrox sl 65/16, MDR 1028232-2007-0005.